Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. Additionally, a cause for the reported unspecified tissue damage cannot be determined. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda) and tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted tethering of both posterior and anterior leaflet. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip then became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). A perforation of the posterior leaflet was suspected, but this could not be confirmed. A second clip was deployed only to further reduce mr. The slda and suspected tissue damage were not treated. Two clips were implanted, reducing mr to 4. There was no reported clinically significant delay in the procedure. No additional information was provided.